Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), device displayed a " self-check fault" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch report 1220908-2023-01306 for a similar event reported from the same customer.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section (device problem code). Evaluation: the device was returned to zoll medical corporation for evaluation. The customer's report of "compressor failure-1001" was observed during review of the forensic memory log. However, the device was put through extensive testing without duplicating the report. The compressor was replaced as a precaution. The customer's report of "02 valve fault- 2011" was verified and attributed to an o2 valve that was outside of the calibration range. The device was recalibrated to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed "compressor failure-1001" and "02 valve fault- 2011" errpr messages. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch report 1220908-2023-01306 for a similar event reported from the same customer.